Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant device check, the right atrial lead exhibited decreased sensing with a large far field ventricular signal. The patient was in stable condition. No intervention has been performed at this time.

Event description:
New information noted that the lead was repositioned successfully on 10/2/2015. The patient's condition was stable post procedure.